Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. There was a bent pin inside the video connector causing no image with the scope. The video connector was replaced. The unit passed all functional and electrical safety tests. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported there was a bent pin on the camera connector of a visera elite video system center. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. It is possible excessive stress was applied to the video connector terminals when inserting the scope causing the terminals to buckle. It is also possible the pins wore out due to repeated use over a long period of time (8+ years). The IFU contains the following statements regarding handling that may help prevent the reported issue: -"do not apply forceful force to the connectors. The connectors may be broken." Olympus will continue to monitor the field performance of this device.